Manufacturer narrative:
S/w 4.11c. Retainer ring = black. Case type = ngp. The customer retuned the pump. The customer states that he passed out, alleged low bgs and cosmetic damage located at the back of the pump found on (B)(6) 2023. On svn: (B)(6) the customer states that he had a low bg causing him to pass out on (B)(6)2023. On svn: (B)(6), the customer states that he had a low bg causing him to pass out on (B)(6)2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0873 inches. The pump was received with cracked battery tube threads, and cracked case at corner of the belt clip rail. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, stained serial number label, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. There were no unexpected pump errors/alarms noted 1 week prior to the event date 18-apr-2023 in the pump history file on (svn: (B)(6). There were no unexpected pump errors/alarms noted 1 week prior to the event date 13-apr-2023 in the pump history file on (svn: (B)(6). The pump passed the functional testing. Unable to confirm alleged low bgs. Cosmetic damage was confirmed at the back of the pump. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5, h6 (hecc, heic) with this report.

Event description:
Updated summary: information received by medtronic indicated that they experienced hypoglycemia and passed out (loss of consciousness). Event date was apr. 18, 2023. Blood glucose at time of event of was 31 mg/dl. Customer reported when they passed out they dropped the pump from a height of 4 feet, which resulted in the battery compartment being cracked. There was no damage to the retainer ring.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and reported crack on pump. Customer experienced coma,passed out.the blood glucose value at the time of the event was 31 mg/dl.troubleshooting was performed. Customer was using pump within 48 hours prior to event. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.